Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the patient has a cook celect filter which was implanted on (B)(6) 2012 prior to a knee replacement surgery. The patient indicates he was never told it had to be removed and says it can't be removed now. When asked of any health issues he is now having with the filter, he indicated he has been passing out and they are trying to determine why. Patient outcome: he is alleging that it is causing severe anxiety, believing it is a ticking time bomb since it cannot be removed.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: evaluation is solely based on description of event as no imaging was returned to assist. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "anxiety due to filter placement". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.